Manufacturer narrative:
The product has been received for evaluation; however, the investigation has not yet begun. An investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, before use in patient, the balloon of this fogarty embolectomy catheter could not be deflated. There was no allegation of patient injury. The patient demographics were not available. The device was available for evaluation.

Manufacturer narrative:
Added: d4 (expiration date), h4 (device manufacturer date) updated: h3 (device evaluated by manufacturer), h6 (type of investigation, investigation findings, investigation conclusions). The fogarty catheter was sent to our product evaluation laboratory for a full evaluation. As received, balloon inflation was tried and inflation lumen was found occluded with clotted blood, dry blood residues were noted inside the balloon. Both balloon and windings appeared intact. Thru lumen was patent without any leakage or occlusion. No other visible damage was observed from catheter body. Report of balloon deflation issue could not be confirmed. Further investigation was performed by the engineers in the manufacturing site. The complaint affected unit was returned for evaluation; but the reported deflation issues was not able to be confirmed as per product evaluation since the inflation lumen was found occluded with clotted blood, and dry blood residues were noted inside the balloon. There were no other issues in the evaluated unit. Therefore, a product non-conformance or device failure could not be confirmed. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. As part of the manufacturing process, the units are inspected according to plan specifications, the balloon is visually inspected, and for inflation and deflation, the catheter is inspected for obstruction or restricted tube, for hub / shrink leakage and for bushings and tip leakage. Furthermore, balloon free deflation time requirements are established for all models.